Event description:
Registered nurse went to bathe infant. Infant appeared to have blister under white lead (on r side of chest). Adhesive and lead removed with sterile water and detach all. Blister not open. Appears to be fluid filled. Provider notified; bacitracin ordered.